Manufacturer narrative:
On an unreported date, the patient was hospitalized for peritonitis. On an unknown date, the patient¿s catheter was removed and dianeal and extraneal therapies were discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was not treated with medicine for the event. Action taken with dianeal and extraneal therapies was not reported. At the time of this report the patient outcome was unknown. No additional information is available.